Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 500cc mentor smooth round high profile prosthesis and experienced left-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: smhx500 , left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. A healthcare professional reported that the device is not available for product evaluation. The implantation date was estimated as on (B)(6) 2004 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 500cc mentor smooth round high profile prosthesis and experienced left-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: smhx500 , left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. A healthcare professional reported that the device is not available for product evaluation. The implantation date was estimated as on (B)(6) 2004 based on available information.